Manufacturer narrative:
The customer did not return the suspected device for evaluation. As details regarding the lot number were not provided, we were unable to test retained samples. Our review of the device manufacturing record for the contour meter, serial number (B)(6) showed no manufacturing anomalies.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
The customer from united kingdom reported that within 5 minutes, he obtained blood glucose readings of 23 mmol/l, 15 mmol/l and 7 mmol/l with the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.